Event description:
It was reported that an episode of non sustained vt was stored as non sustained lead noise. Device was reprogrammed and remains implanted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.